Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that inappropriate shock was delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Programming interventions were made. The patient was stable.